Manufacturer narrative:
Age and date of birth unknown / not provided. Weight unknown / not provided. Device product code unavailable. Catalog and lot number unknown / not provided. PMA/510(k) number unavailable.

Event description:
It was reported by the doctor that the unknown biomet screw loosened.

Manufacturer narrative:
The customer's complaint product was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint indicates restoration loosening. The alleged event is non-verifiable with the information provided. The product was not returned for inspection. A root cause for the complaint could not be determined with the information provided.